Event description:
This customer reported an unexpected shutdown of the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This customer reported an unexpected shutdown of the device. There was no report of pt involvement. The device was returned to philips for eval. The reported symptom was reproduced. Replacement of the internal data card resolved the symptom.